Event description:
The customer reported a red fluid leak of approximately 1ml from the blood sampling valve (bsv) on a coulter lh 500 hematology analyzer during routine operation. The leak was contained within the instrument and hemoglobin and hametocirt (h&h) check failed error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse trimmed the tubing at wire marker wm6 and secured it to the fitting with a tie wrap, and replaced the bsv to resolve the reported issues. The fse performed verification of instrument to meet the specified requirements per established service procedures. (B)(4).